Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event b6: estimated date for relevant test/laboratory . D6a: estimated implant date. D6b: estimated explant date. Literature attachment: article, titled "severe cutaneous response from nickel allergy requiring coronary stent explant with interposition graft ¿ a case report"

Event description:
It was reported in an article case summary that the patient presented with 5 weeks of unstable crushing central chest pain without a troponin rise and the xience sierra stent was implanted in the right coronary artery (rca). The patient has a cutaneous nickel contact hypersensitivity with confirmation on patch testing. The patient¿s cardiac symptoms were successfully treated, but in (B)(6) 2024, he developed widespread pruritic skin lesions, notably in the axilla, neck, left sub-mammary region and eyelid, with patchy presence on his abdomen. His local dermatology service advised topical treatment with 0.1% methylpredinisolone in fatty ointment, and later commenced dupilumab. The patient reported mild improvement with ointment but not with dupilumab. A biopsy was performed of the left chest lesions. This demonstrated a spongiotic process, which is non-specific and carries a broad differential including atopic dermatitis, seborrheic dermatitis, allergic contact dermatitis, and early irritant contact dermatitis. However, it should be noted the dermatology team involved described the lesions as typical of cutaneous nickel reaction and consistent with the patient¿s isolated confirmed nickel allergy. A white cell scan was performed with negligible uptake around the rca with a conclusion favoring against significant vasculitis, but not excluding low-grade inflammation. Further medical management was recommended but ultimately explant of the stent was performed under cardioplegic cardiac arrest with right coronary artery reconstruction using a free rima interposition graft in (B)(6) 2025. Macroscopically, the specimen did not appear to be locally inflamed. The patient was discharged on post operative day 5 with an uneventful recovery. At his surgical post-op review in (B)(6) 2025, the patient¿s dupilumab therapy had been discontinued and the frequency of his topical therapy use had reduced in frequency due to significant reduction in his symptomology. By the time of surgical follow-up in late (B)(6) 2026, his cutaneous symptoms had completely resolved and treatment had ceased. A follow up conducted in (B)(6) 2026 demonstrated a patent rima/rca interposition graft and y-graft. Additional information can be found in the article "severe cutaneous response from nickel allergy requiring coronary stent explant with interposition graft ¿ a case report".